Manufacturer narrative:
The review of tickets determined no additional complaints for lot 93002m800 and no trends were found for falsely elevated patient results. Return testing was not completed as returns were not available. Historical performance in the field of lot 93002m800 using world wide data through abbottlink was evaluated. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result is within the established control limits. Therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is sufficiently addressed in the labeling. Based on the investigation no product deficiency was identified for the architect ca 125 ii, lot 93002m800.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect ca 125 results on one patient diagnosed with ovarian cancer. The results provided were: pt#1: on (B)(6) 2017 = 85.6u/ml; on (B)(6) 2017 = 74.3u/ml; on (B)(6) 2019 = 665.7 u/ml, sample was re-spun and retested = 674.9 and 665.7u/ml; on (B)(6) 2019 = 81.9 u/ml. There was no reported impact to patient management.